Event description:
A patient was explanted due to losing weight (not device related) which caused the ipg to protrude through the skin. The patient was reportedly doing well after the explant surgery.

Manufacturer narrative:
The ipg will not be returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.